Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An opened sample was returned for evaluation. A visual inspection was performed with no issues noted. The reported problem could not be identified during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that dust and ants were noted in the peritoneal dialysis prep kit. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 1 of 2.